Manufacturer narrative:
(B)(4). According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose (bg) levels dropped to 24 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include disorientation, fatigue and dizziness. The patient was taken to the hospital and treated with manual injections and "regular medicine". The patient was still hospitalized at the time of reporting this event. The pod was removed at the hospital and was discarded. Patient also reported receiving both flu and shingles shots within 24 hours of experiencing these low bg levels.